Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) safety disk is leaking. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in event site name : (B)(6). Supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The safety disk had been replaced three weeks prior due to cycle count. The fse once again replaced the safety disk. The leak test was okay. All functional and safety checks were performed to meet factory specifications.

Event description:
N/a

Manufacturer narrative:
Updated fields. Corrected fields: h6(investigation conclusions, component codes).

Event description:
N/a.